Event description:
The facility reported a colleague infusion pump with failure code 810:11. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in biomed services. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause of the reported problem was determined to be air in line (ail) board out of calibration. Appropriate action was taken to correct the reported problem by recalibrating the ail board. The device has not been previously sent into service for the reported condition of "failure code 810:11." This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.